Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v062020, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturer representative reported that the device was removed on (B)(6) 2015 per the patient's request and the device was not replaced. The battery had reached terminal life and this was normal battery depletion. The implantable neurostimulator (ins) was using upper limit values and all impedance readings were measured at an amplitude of 215, pulse width of 300, and a rate of 14 hz. The active lead reported impedance on all circuits following a patient fall or trauma. This resulted in a loss of symptom control for the patient. The right side lead broke when attempting to remove it from the right s3 foramina. Proper lead removal techniques were used with necessary care and caution to prevent breaking the lead. With the first attempt to pull from the insertion site, the lead broke immediately. The physician wanted the lead evaluated for a potential weak-point at the break. This was the second lead broken and left behind for this patient. They were questioning if this was a "weak patient." There was no patient death and no patient injury. The patient status after the device was removed was to be determined. The indication for use for this patient was urinary dysfunction/sacral nerve stimulation. Refer to manufacturer's report #3004209178-2015-15977 for the patient's first lead breaking during removal and being left behind.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the tined lead ((B)(4)) found that all conductors were broken at multiple locations.